Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, inflation and deflation difficulties occurred. The 90% stenosed and calcified lesion was located in the moderately tortuous shunt of the left antebrachium. The sasuga 14mm x 20mm x 6mm balloon catheter successfully crossed the lesion and was inflated to 12atms, however, upon inflating the balloon, the physician noted that the speed of inflation was "not normal". The physician deflated the balloon and noted that the speed of deflation was "not normal" as well. The device was removed intact from the pt. The procedure was completed with another of the same device. No patient injuries or complications were noted. The pt's status is reported as "good".